Event description:
It was reported that emergency switch was active and the movements were not available. No harm has been reported. The available information does not indicate whether the device was in clinical use. To date, no further information was received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and found that system indicating the emergency switch is active. Rse guided the customer to check the emergency button and then restart the geometry only it works. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome.